Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 226 mg/dl, 184 mg/dl, 229 mg/dl and the sensor glucose was 83 mg/dl, 79 mg/dl. The sensor glucose value that triggered the suspend event was 66 mg/dl and suspend on low limit in sensor settings was 70 mg/dl. The customer was advised to try the suggestions and monitor sensor glucose performance. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test. Sensor failed per specifications. Also found a bent cannula. Unable to confirm customer received sensor in said condition due to customer returned opened and used.